Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a pretest of the device was completed successfully. Upon initial ligation it was noted that the device did not activate. The harvester began an assessment beginning with the generator, hp 2 adapter and finally changing out the hemopro2 extension cable. The device then worked properly and the procedure was completed successfully. The hospital did not report any patient effects.